Event description:
PICC line successfully placed by certified rn. At end of the procedure and removal of sensor from PICC line, the sensor snapped in half so PICC line immediately removed from patient. After removal, PICC line and sensor inspected and noted tip of sensor was accounted for and entire line and sensor was removed from patient. There was no retained foreign body.